Event description:
Reportedly, during a reintervention to replace the ICD because of the implant pocket was very swollen, it was very difficult to unscrew the setscrew of the (rv)is-1 port. The screwdriver enclosed with new ICD was used unsuccessfully and same result with an additional screwdriver. Finally, using a scalpel, and after 5 minutes, the setscrew was unscrewed but the lead pin remained inside the port of the ICD, after several attempts the lead pin could be finally removed. The ICD will be returned for analysis.

Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.